Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application was frozen on (B)(6) 2016. Patient closed and then re-opened the application and the issue was resolved. No injury or medical intervention was reported.